Event description:
It was reported that 1 day after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab with an acute inferior myocardial infarction. The lesion was 100% occluded in the right coronary artery (rca). A ninja 2.5 x 20 mm balloon was advanced to the total occluded lesion, where two inflations were performed at 18 atms for 20 seconds. At this point, a taxus express2 -2.75 x 16 mm stent was successfully deployed at 12 atms for 16 seconds. A second taxus express2 - 2.75 x 24 mm stent was successfully deployed at 12 atms for 15 seconds just distal to the first taxus stent and overlapping it. Plavix was started and continued for one year. In addition, integrilin was given for 12 hours. The following day the pt was brought back to the cath lab and was determined to have a sub-acute thrombosis in the taxus stents. A raptorail 2.75 x 15 mm balloon was advanced to the stented area where four inflations were performed at 20 atms for 12 seconds. After the dilation there appears to be a dissection distal to the taxus stents. At this point a 2.5 x 15 mm balloon was advanced to the questionable dissection and inflated to 4 atms for 60 seconds. The balloon was then pulled back inside the taxus stent and four inflations were performed at 20 atms for 16 seconds. The physician then decided to deploy a cypher 2.5 x 23 mm stent distal to the taxus stents and into the posterior descending. In addition, the physician felt there was some questionable thrombus in the mid taxus stent. A 3.0 x 25 mm balloon was advanced in the mid taxus stents and three inflations were performed at 12 atms for 12 seconds. Also, there was another questionable distal dissection and a 2.0 x 15 mm raptorail balloon was advanced distally to the cypher stent, where two inflations were performed at 6 atms for 36 seconds. A 3.0 x 25 mm balloon was advanced inside the taxus stents where two inflations were performed at 16 atms for 18 seconds. Finally the physician successfully deployed a taxus express2 - 3.0 x 32 mm stent over the original taxus stent. 0% residual stenosis was noted and a timi grade 3 flow was accomplished. Pt status is reported as "satisfactory/good." Same as MFR# 6000093-2004-01184.